Event description:
The customer's husband reported that his wife has a "lump" at the pod site that's "the size of a pear." Her skin was described as being discolored ("black and blue") and blood was present at the insertion site. This occurred five hours after a new pod was applied. No information was provided as to how the customer treated this condition. The pod will not be returned for evaluation.

Manufacturer narrative:
The pod will not be returned for evaluation. Unable to confirm any issue related to the pod's adhesive. The omnipod user guide instructs pts to check the infusion site daily for signs of infection such as pain, swelling, redness, discharge or heat. If there are signs that the site may be infected, the pt is advised to immediately remove the pod and apply a new one, contact a health care provider and treat the infection according to the health care provider's instructions. It is unk what form of therapy was sought by the customer in order to treat this skin condition. The omnipod website offers a resource guide that includes a listing of skin barrier products that can aid in skin protection.